Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the noted material separation (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the ht command 18 st guidewire (gw) was used in a procedure; however, once the gw was removed from the patient, the polymer coating was noted to come off. It was confirmed that no coating was left inside the patient. Another ht command 18 gw was opened; however, the polymer coating was noted to have come off when the gw was removed from the packaging. The 2nd gw was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ht command device referenced in b5 is filed under separate medwatch report number. Na.